Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
No troubleshooting was performed by maquet on the reported ventilator since the hospital decided not to repair it. According to received information, the reported failure was due to a faulty air gas module. Received failure was due to a faulty air gas module. Received device logs show that no pre-use check was performed prior to ventilation start. The reported problem could not be confirmed in event logs. However the logs show that alarm for high oxygen concentration was generated which might indicate that the air gas module was not delivering enough flow. Earlier investigations of other air gas modules from the same hospital revealed that the gas modules' failures were due to corroded and broken delta pressure transducers. This component is part of the flow measuring in the air gas module and it's failure leads to inaccurate gas flow regulation and affect the air gas flow to the patient which will lead to activation of alarms from the ventilator. Sem-edx analysis (scanning electron microscopy with x-ray microanalysis) of several pressure transducers belonging to air gas modules from this hospital showed that the corrosion was caused by chlorine contamination. The chlorine might have entered via the supplied air into the ventilator. According to the user's manual chlorine must not be detectable in the supplied gases to the ventilator. The hospital has stated that a failure of the drier on their compressor has caused the chlorine to enter the air system. They intend to replace the entire compressor system but no timeline for the replacement has been given.

Event description:
It was reported that the ventilator alarmed while it was connected to patient. The nurse noticed that no tidal volume, was being delivered by the ventilator. The ventilator was replaced. There was no patient harm. (B)(4).